Event description:
Two (2) ER visits; prk elective eye surgery caused corneal slides, corneal neuralgia and extreme dry eyes. Fluctuating vision and can't open eyes after sleeping without aide of sterile eye drops.